Event description:
It was reported that during a procedure of the tortuous, calcified, left main coronary artery, after pre-dilatation was performed with a 2.5 x 12 mm trek balloon dilatation catheter, a 2.5 x 12 mm xience alpine stent delivery system (sds) was advanced, but failed to cross the lesion due to the anatomy. During removal of the sds, the stent implant dislodged from the balloon onto the guide wire. The dislodged stent was embedded in the vessel wall with a 3.5 x 12 mm xience alpine stent. Results were noted to be good. The patient was reported in stable condition throughout the complex, lengthy procedure. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.